Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not charged or used the ipg for several years. As such, the ipg is inoperable. Surgical intervention is planned to address the issue.